Event description:
Additional information received reported that there was no fracture of the stent graft. There was only a type iii endoleak, fabric. The physician did not know the cause of the event.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 100 mm abdominal aortic aneurysm. It was reported that, during the index procedure, there was a suspected type iii fabric endoleak. The physician elected to reline with an additional stent graft and the event was resolved. Per the physician, the cause of the endoleak was due to a fracture in the graft. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.